Event description:
It was reported via e-mail that the customer passed away. Attempted to reach twice a family member to gather more information regarding her death with no results. A letter was sent to address on file and requested to call us back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.